Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) patients that were generated by the unicel dxl 800 access instrument. The initial accu tni results were: 1.6ng/ml and 1.20ng/ml for patient a and b respectively. The original samples were re-centrifuged and then re-tested for accu tni. The repeated accu tni results were 0.02ng/ml for patient a. 0.02ng/ml for patient b. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check data prior to the event was not provided. System check conduced after the event on 08/02/06 failed specifications. The specimens were collected in bd, lithium heparin, with gel tubes. The samples were centrifuged for 6 minutes. A field service engineer (fse) was dispatched to the customer lab on 08/03/06. The fse changed duckbill due to dried buffer on edges. The fse conducted diagnostics and accu tni precision testing; the results passed within specification. The fse verifired that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this event.